Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead dislodged. Subsequently, surgical intervention was performed to remove the lead and replace it with a new one. No additional adverse patient effects were reported. This lead is not expected for return.